Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Analysis identified that the catheter was incomplete and returned in segments. The testing was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (5.0 mg/ml at 2.0002 mg/day) via an implantable pump for non-malignant pain and joint pain/arthritis. On (B)(6) 2016, an examination was performed, revealing a volume discrepancy. 6.4 ml was expected, but the actual volume was 10.9 ml. The patient was asymptomatic and dealing with recovery from shoulder surgery; the hcp would monitor the patient. On (B)(6) 2016, another examination was performed. 3.7 ml was expected, but the actual volume was 7 ml. The patient was still asymptomatic. On (B)(6) 2016, the patient reported symptoms of withdrawal. They were jittery, edgy, agitated, restless, nauseous, and were vomiting; the date of onset was (B)(6) 2016. On (B)(6) 2016, the patient went in for an evaluation. The central reservoir was emptied. The 25.6 ml was expected, but the actual volume was 27 ml. The drug was put back in the pump. A catheter access port (cap) contrast study was performed on (B)(6) 2016; the hcp was unable to aspirate cerebrospinal fluid (csf) from the side port. A CT scan with contrast was performed the same date revealing good layering of contrast in the csf. The pump was interrogated the same date, revealing normal logs. The device diagnoses were pump reservoir volume discrepancy and catheter occlusion. The clinical diagnosis was drug withdrawal, also noted as drug withdrawal symptoms. The catheter and pump were explanted/replaced on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2016.